Manufacturer narrative:
Two samples were received for evaluation by our quality engineer team. Upon examination, the internal central post of the q-syte had been broken off with smooth and jagged edges for the first sample, and the second sample was not damaged. The defect of luer-lok collar breakage was confirmed, however, a root cause could not be determined. Investigation completed by: (B)(6) pr #: 167464, cr#: (B)(4), part #: 385100, lot #: unknown, as reported code: luer lok breakage. Event description: a piece of the internal central post of the luer sheared off & became lodged in the patient's central venous line. Patient was not connected to therapy at the time. Line was for hemodialysis & event occurred in the outpatient dialysis department. Patient was taken to theatre (procedure room) to have the old line (with dislodged piece) replaced with a new line under ga (general anesthesia). Theatre intervention was required because the patient is needle-phobic. Device/batch history record review: no. No lot number was reported for this incident: therefor no DHR review was completed. Visual analysis observations and testing: received two used q-syte units with no packaging from unknown lot number. Visual/microscopic evaluation: unit 1: the internal central post of the q-syte unit had been broken off the edges of the damage site are smooth and a little jagged no evidence of fracturing defects. Unit 2: the internal central post of the q-syte unit was present. Investigation samples meet manufacturing specifications: no. One of the returned units provided for evaluation revealed the internal central post displayed was broke off. The defect luer lok collar breakage; as stated as the reported code was confirmed and cause could not be determined. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? N/a; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause description: relationship of device to the reported incident: indeterminate. There was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
No lot # provided. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of the bd q-syte¿ internal central post of the leur sheared off and became lodged into the patient¿s central venous line. Line was insitu for haemodialysis and event occurred in the outpatient dialysis department. Patient was taken to theatre to have the old line (with dislodged piece) replaced with a new line under ga. Theatre intervention was required because the patient is needle-phobic.